Event description:
It was reported that insulin leaked from the reservoir into the insulin pump's reservoir compartment. The blood glucose reading was 383 mg/dl. The customer stated that he could smell insulin from the device. He changed the reservoir and discarded the reservoir that malfunctioned. He treated using the insulin pump, but the blood glucose did not get better, so he also treated with a manual injection. Advised the customer to return the supplies in the future if the issue recurred. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.